Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported an out of regulation (oor) error code on the patient programmer (pp) as of date notified. It was review that this could be an indication of a potential system issue, or use of high parameters, with the rep confirming that they were adjusting settings when the issue occurred. As a result the patient had a sudden onset of dyskinesia symptoms. The patient has also had a programming and medication change in the last week as well. There were no falls or trauma related to the issue. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the oor was related to improper adjustments and improper closing out of the programming session. The rep met with the patient and interrogated and properly ended session. The issue has not re-occurred. The patient reportedly switched neurologists, has returned to work, is doing fantastic and feeling much better. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.